Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Consumer states the wires on the hand pendant pulled loose from solder and came out.